Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) that upon a discharge of energy, a loud pop was heard and smoke was seen underneath these electrode pads. Complainant indicated that the anterior electrode pad was placed over two electrode leads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. To date, the suspect electrodes have not been returned to zoll for evaluation. A thorough evaluation of a retained sample of electrodes from the same lot was performed and no assembly or performance issues were found.